Manufacturer narrative:
Investigation into this complaint to date includes a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the run / controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified and the run was valid. Review of the amplification curves for data file does show unusual curve on the sample in question. However, the assay software is performing as expected. The review of the results log file demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 515416 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-90) lot 515416 is performing outside of established design performance specifications. Quality data review: a device history record review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The search did not identify any records related to this issue and these lot numbers. No records were found for the above lots. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for one patient sample when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416. The complaint history review identified one additional complaint ticket related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416. This ticket was independently investigated and no product deficiency was identified. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 was not identified; however, further review is currently being performed across the assay product line. Urgent field safety notice / field correction recall, fa-am-sep2021-260a, was approved to be issued on september 2nd 2021 for all customers running the alinity m sars cov-2 assay and alinity m resp-4-plex assay. Abbott molecular inc. Has received reports of alinity m sars-cov-2 eua false positive results. Preliminary investigation has identified that potential carryover in the assay tray may contribute to false positive results. An increase of false positive rate was observed in july 2021 going from a historical rate of 0.002% (235 reported false positives/12,022,419 total tests performed) to a rate of 0.015% (552 reported false positives/3,590,490 total tests performed). However, the rate in the field may be higher than this. An evaluation of the current mixing protocol used during preparation of the pcr reaction mixture determined the current mixing parameters may result in potential overflow that could carry over into neighboring wells in the assay reagent tray. Because the assay parameters and the presence of the sars-cov-2 analyte are similar, alinity m resp-4-plex customers are being included in this communication. Further review is currently being performed across complaints to determine if this complaint ticket is related to the above mentioned field action.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The validity of the run / controls (alinity m sars-cov-2 negative ctrl and positive ctrl) was verified and the run was valid. Review of the amplification curves for data file does show unusual curve on the sample in question. However, the assay software is performing as expected. The review of the results log file demonstrated that the assay software and the alinity m sars-cov-2 amp kit (list 09n78-90) lot 515416 are performing as expected. The assay reagents performed as expected and met the assay specification requirements. There is no indication that alinity m sars-cov-2 amp kit (list 09n78-90) lot 515416 is performing outside of established design performance specifications. Quality data review: a device history record review was performed for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The products passed quality specifications at the time of release. A CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416 and its components. The search did not identify any records related to this issue and these lot numbers. No records were found for the above lots. Complaint history review: a lot specific complaint review was performed to identify any similar complaints to the ticket being investigated, which reported a discrepant result (false positive) for one patient sample when using alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416. The complaint history review identified one additional complaint ticket related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 515416. This ticket was independently investigated and no product deficiency was identified. Additional evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met - the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1 , 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1 , 3005248192-2021-00200 follow up report 1 , 3005248192-2021-00201 follow up report 1 , 3005248192-2021-00202 follow up report 1 , 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1 , 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1 , 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1 , 3005248192-2021-00294 follow up report 1 , 3005248192-2021-00295 follow up report 1 , 3005248192-2021-00221 follow up report 1 , 3005248192-2021-00228 follow up report 1 , 3005248192-2021-00240 follow up report 1 , 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1 , 3005248192-2021-00230 follow up report 1 , 3005248192-2021-00165 follow up report 1 , 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1 , 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1 , 3005248192-2021-00254 follow up report 1 , 3005248192-2021-00281 follow up report 1 , 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be performed. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinity m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Event description:
A customer reported a false positive result generated on the alinity m sars cov-2 assay. The customer retests all positive samples on cobas. This sample received negative results upon retesting and the amplification curve was reviewed and found to be unusual. The results were not reported outside the laboratory, so there was no impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.